Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter was returned for evaluation. A visual inspection was performed and device appeared to be bloody. No other anomalies were noted to the device. An in house presto inflation device was used to inflate the device, and a water leak was noted at the proximal glue joint. Microscopic evaluation was performed, a partial circumferential break was noted on the proximal glue joint. Water was leaking from that point. Therefore, the investigation is confirmed for the identified glue joint break, as a glue joint break was noted during microscopic evaluation. The investigation is inconclusive for the reported balloon rupture, as functional test could not performed due to condition of the device. The glue joint break noted is the likely cause of the balloon rupture. However, the definitive root cause for the reported balloon rupture and identified glue joint break could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 13atm. There was no reported patient injury.